Event description:
Right breast became warm on the evening of surgery, right implant "popped" and now is 2" lower. Stomach problems started (exact date unavailable) but has started since breast implant surgery. Currently diagnosed as irritable bowel syndrome, further medical treatment/diagnosis will be with gastro-intestinal dr. Rptr also has fatigue and insomnia. She has had barium enema x-ray. Removal surgery is 12/3/93 and implants will be replaced with saline. Right breast implant has moved 2" down and over.